Manufacturer narrative:
Date returned to manufacturer: unknown. The investigation date has been used. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 128149 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that paxgene® blood rna tube "rna-762165-underfill".